Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The pt reported that his hearing sensation with his vibrant soundbridge was sometimes disappearing since beginning of (B)(6) 2013. The hearing impression returned when he applied pressure in the area of the ear or pinna, and on moving strongly his jaw. The external parts were checked, but the situation remained unchanged.